Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable alarm occurred on both pumps with the same cassette. Changing the cassette resolved the alarm. No patient injury was reported.